Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b7, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned sheath revealed the following: 14f esheath was returned fully expanded as designed, the sheath shaft had minor curvature, distal tip was torn, the distal tip did not open along the axial score line, all score lines were present at the distal tip, and there were scratches noted along the shaft near the distal tip. Due to the condition of the returned device (sheath fully expanded; distal tip torn), no applicable functional testing was able to be performed. As the associated delivery system was not returned, no applicable dimensional testing, including measuring the flex tip outer diameter, was able to be performed at this time. Due to the nature of the event (tip torn), no dimensional testing was performed. Post procedural imagery was provided and the following observation was observed: the liner fully expanded, shaft curved, and distal tip torn radially along the distal edge of the liner. The complaints for and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" and "general risk - failure - sheath distal tip torn" were confirmed per device evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "while bringing in the valve, there was a "jolt" on the esheath." Per evaluation of the returned device, the sheath distal tip was observed to be torn. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. It is likely that the reported "jolt" was describing the moment the delivery system and crimped valve fully passed through the sheath distal tip and tore it. Additionally, follow-up information reveals there is mild calcification within the access vessel. Scratches were also noted along the sheath shaft, which can be indicative of contact with sharp calcified nodules within the access vessel. Calcification can create a constrained condition leading to sub-optimal sheath tip opening. Additionally, sharp calcified nodules can scratch the sheath distal tip and disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. Inserting the esheath was easy without problems. While bringing in the valve, there was a "jolt" on the esheath. It was noted afterwards that the sheath showed heavy damage. In provided images, it could be seen that the distal tip was torn.